Event description:
Customer has reported that foley will not initially drain until flushed then drainage occurs normally. Also that pulling back on the catheter after placement facilitates drainage.

Event description:
Customer has reported that foley will not initially drain until flushed then drainage occurs normally. Also that pulling back on the catheter after placement facilitates drainage.